Event description:
It was reported that the ventilator failed internal test sequence during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal test sequence during pre-use check. The ventilator was investigated by our field service engineer on-site and the turbine module was determined defective and replaced which solved the issue. No service report has been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal test sequence during pre-use check. The ventilator was investigated by our field service engineer on-site and the turbine module was determined defective and replaced which solved the issue. No service report has been provided. The turbine module was returned for technical investigation and the issue could not be reproduced. Pre-use check and ventilation mode for sixteen hours. Pre-use check again and the turbine module works as it should. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).